Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Connectors are not engaged during the tigerpaw system ii device use. The second tigerpaw system ii device was successfully used to complete procedure. No known patient effect. No blood lost referred to this event.